Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while removed from service at third-party bench service, the third-party service engineer observed the tempus pro touchscreen inputs are inaccurate. A touchscreen calibration was performed, but the issue was not resolved. As the device was removed from service at the time of the incident, there was no patient involvement.